Manufacturer narrative:
B4:03jun2021. The manufacturer's field service engineer (fse) was dispatched to the site and could not duplicate the customer's complaint. The fse was unable to duplicate the problem, a full performance verification has been performed and the device passed all test successfully and return to service.

Manufacturer narrative:
The customer reported there was no patient involvement at the time the issue was discovered.

Event description:
The customer called technical support (ts) reported that the device¿s touchscreen was not working and could not make any adjustments. The customer reported there was no patient involvement at the time the issue was discovered.